Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector is cracked. Additional findings include corrosion on the electrical contacts of the video connector and the main unit was flooded. Based on the results of the investigation, it is likely that the following led to the malfunction:due to cracks in the video connector, the airtightness was not maintained, and it is likely that moisture entered the interior, resulting in flooding of the main unit. Since the device is more than 15 years old, the device history record was unable to be reviewed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device is cracked. There were no reports of patient harm.